Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to the instrument being used beyond its useful life as well as excessive force and impaction overload.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty on (B)(6) 2015. During the procedure, while reaming the femoral canal, the broach handle fractured. The fractured handle was removed from the femoral canal with the extractor instrument.